Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2014 due to high blood glucose. She was dehydrated and was having high blood glucose. Once the customer got to the hospital, she went into cardiac arrest and was in a coma for 2 days. The customer had blood clot that travelled to the lungs, then to the heart. The customer went into cardiac arrest. She was on life support and was brain dead from the cardiac arrest, so the life support was removed. She became seriously ill with the blood clots for about a year, and was hospitalized previously for 3 months, in the fall of last year, was on blood thinners for the whole year. The customer had gastroparesis and anemic sepsis. The customer's blood glucose, at the time of death, is unknown. The hospital disconnected the insulin pump once the customer was admitted for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with active energy alkaline battery installed. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot and cracked battery tube threads. Data analysis: there is no data listed for the dated of (B)(6) 2014.